Event description:
Additional information was from a healthcare provider (hcp) stated that the patient did not have magnetic resonance imaging (MRI). The stall occurred spontaneously. The pump restarted itself after that. The stall occurred and recovered on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (unk mg/ml at unk mg/day) and bupivacaine (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was in the emergency room (ER) with back pain that started on (B)(6) 2024 and getting worse. The healthcare provider (hcp) interrogating pump and got error code 528-motor stall and recovery. The technical services (tss) confirmed that the patient had magnetic resonance imaging (MRI) since implant a year ago and motor stall did not occur recently. The tss verified confirmed that there was nothing in logs since last refill.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and a patient representative (rep) indicated that the patient's pump stalled on (B)(6) 2024 and the pump "wasn't working again". On (B)(6) 2024 , the patient was at the hospital "for hours" while they tried to address the pump stall. The patient was sent home with oral medication and narcan. They had confirmed that the catheter was "clear and open" and "it just kept showing 'pump stalled'". The patient had an appointment scheduled for (B)(6) 2024 . The patient had not falls or trauma.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: fdd code a26 no longer applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the event was first observed on (B)(6) 2024. When asked to clarify the report of the pump not working again, the hcp stated that that was the patient complaining of increased pain but there wasn't a stall of the pump. The hcp stated that there wasn't another issue, just the stall. When asked if the device issue and the patient's back pain resolved, the hcp replied that everything was back to the baseline. The patient's weight was also provided.